Event description:
On an unknown date a patient was revised from a stryker recon nail to a synthese blade plate and two (2) 4.5 cortex screws for an unknown reason. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).